Manufacturer narrative:
Product analysis conclusion: a stent graft infolding, a likely type ia endoleak and type ii endoleak from patent lumbar arteries were observed on CT imaging at one month post index procedure. The type ia endoleak most likely occurred due to the observed stent graft infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 59mm abdominal aortic aneurysm. The diameter at the renal artery at implant was 25.8mm and 30mm in length, with an angulation of 55 degrees. Mild vessel tortuosity and minimal calcification at implant was noted. It was reported that the suprarenal diameter 15mm above the renal arteries was 30mm, the proximal neck diameter at the lowest renal artery measured 26mm, then tapered down to 24mm, then back out to 28mm. Endoanchors were implanted during the index procedure. The reasons for implantation of endoanchors was because the patient was relatively young, and the proximal neck was angulated and conical. It was reported the following month , follow up CT shows infolding of the 32mm endurant iis stent graft. No endoleak was identified. Per the physician the cause the infolding is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: review of post-implant cts from approximately 8 months post-index procedure showed no evidence of an infold. A type ii endoleak from patent lumbar arteries and inferior mesenteric artery was observed. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.